Manufacturer narrative:
H3: one device was returned for repair in used condition with complaint that the device would not accept network settings. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual evaluation of the device found the top and bottom cases were in good condition. There as a melted and cracked right plunger case. Functional testing showed device was unable to connect network or download firmware software. After test and troubleshooting, found no ip address to connect device using enable external comm. On the device. The cause of the primary problem was that the interconnect board was no longer operating properly. Replaced interconnect board to resolve the issue. Device passed all the functional tests after repair.

Event description:
It was reported that device would not accept network settings and had a melted plunger clamp assembly. There was unknown physical damage reported. There was unknown patient involvement, and unknown harm/adverse event was reported.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
B5: it was reported that there was no patient involvement, no patient injury was reported.